Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences and was having problems with sensor. Customer's blood glucose was 517 mg/dl and sensor glucose was 195. Customer requested to speak with a representative who is also a pump wearer and did not want to speak or corporate with anyone else.